Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.1.

Event description:
The patient reported being diagnosed with seizures. No treatment is planned. Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis device outer surface white particles, leak test found no leakage, fill inspection found no blockage, and micro analysis no device failure observed: intact and functional. Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The patient reported being diagnosed with seizures. No treatment is planned and the device remains implanted. Healthcare professional reported left side deflation.